Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2, 1.5%, ultrabag and dianeal pd2, 2.5%, ultrabag therapies. On an unreported date, the patient began treatment with dianeal, 1.5%, ultrabag (2000ml, frequency not reported) and dianeal, 2.5%, ultrabag (2000ml, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter technical service, the following was reported. On an unreported date, the patient had a break in aseptic technique (details not provided) which was reported as the cause of the peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. On an unreported date, the patient started treatment with ceftazidime, injection (inj), (1gm, 2bags per day) and vancomycin, inj, (500mg, 1bag in 3days) for the peritonitis. At the time of this report, the patient still remained hospitalized and as reported, was recovering from the peritonitis event. Concomitant medication was not reported. An outcome for the event of the break in aseptic technique was not reported. An opinion of causality was not reported for the event of the break in aseptic technique. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). Additional follow up information was received by baxter global pharmacovigilance on (B)(4) 2012 as follows. The reporter stated a temporary catheter removal was done on the patient (date unknown). It was also reported that the patient has a hernia problem (date unknown and details not reported). No further information was available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because, the health professional reported a break in aseptic technique causing the peritonitis. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.